Event description:
During a laparoscopic incisional hernia repair procedure, three instruments malfunctioned during the case when applying the instrument to the tissue during deployment. The anchors were not seating correctly into the tissue through the mesh (gore). Some of the anchors were not holding and some were not forming properly. Additionally, the device was automatically advancing an add'l anchor without pulling the trigger handle. Case was completed with a competitive device with no issues. There was no pt consequence.